Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves (part number c28717) to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported the generation of erroneous high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. The high erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.